Manufacturer narrative:
Initial reporter phone no.: (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue mainbody of three (3) peritoneal dialysis (pd) transfer sets were cracked. The cracks were discovered while the patient was using the device for pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
Additional information: d9, h3, h4, h6. H10: three (3) actual samples were received for evaluation. A visual inspection with the naked eye and magnification noted a damaged cracked main body on the returned samples. The reported condition was verified. The cause of the condition could not be determined; however, the damaged sets are consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. Should additional relevant information become available, a supplemental report will be submitted.